Event description:
It was reported that post operative of a banding procedure, the pt presented to the ER with lower abdominal pain. The x-ray indicated that the tubing was disconnected from the port. The interlocking connector appeared to be intact. The rubber covering over the interlocking connector easily slipped off upon removal of the port. The abdominal cavity was extremely inflamed and irritated where the tubing rubbed on it. The pt is fine.

Manufacturer narrative:
Date sent: 11/04/08. Info anticipated, but unavailable at this time.